Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that during the index procedure, the left common iliac artery and sfa were treated with pta and stenting. No complications were reported. The angiographic images were sent to the angiographic core lab, but the site erroneously indicated the target lesion was the left common iliac. When this was noticed the core lab recently re-reviewed the angiogram looking at the right common iliac and noted a grade c dissection. Evaluation summary: the product was not received for evaluation. Cine images were provided, confirming a dissection occurred.